Event description:
It was reported that the customer's insulin pump was cracked around the display window. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case near the corners of the display window. The device failed the displacement test as a result of the motor encoder signal being out of phase.